Manufacturer narrative:
A partial lead was received for investigation consisting of the connector pin and part of the inner coil. Visual inspection found damages consistent with that occurring at the time of explant. Electrical testing was performed and no anomalies were noted. No malfunction was detected.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the procedure, the electrode connector was difficult to remove from the header of the old device. Force was applied and the metal pin of the connector became stuck and the insulation came out. The lead was capped and replaced. There were no other anomalies noted with the lead. The patient was in stable condition.